Event description:
Ruptured breast implant was discovered after 1 year of progressively worsening symptoms that at least 10 doctors could not figure out. Patients need to be provided with informed consent on the toxicity of these devices and doctors need to be educated to screen all women with implants for symptoms.